Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the imaging system was never able to be used for this case due to them not being able to get it into the room.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. Logs were reviewed and see a motion error, but unable to replicate the issues. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the imaging system displayed initializing systems. The site started the image acquisition system (ias) when it displayed this message. The ias was connected to the mobile view station (mvs), but it continued to display initializing systems. They waited a period of time and then re-started the system and the pendant displayed 2 green checks, but was still stuck on initializing systems please wait. The site was unable to move the gantry at all. No noise was heard from the gantry, but was able to drive the system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.